Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the ccd module defective. H6: coding changed based on the investigation result.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance, moisture inside of the ccd. This event occurred at the time of before use. There was no report of patient harm.